Event description:
Senseonics was made aware of an instance where patient developed infection at the insertion site. On (B)(6), patient visited doctor. Wound at the insertion site had been open for several days and pus blisters had formed which patient removed by himself. Wound was red and insertion place had hardened. Physician prescribed antibiotics. But 3 days later, sensor was extracted and physician disinfected and cleaned the insertion pocket.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. More over, patient visited doctor who then decided to remove sensor from the patient's arm to treat the infected area. It was later reported that infection and the wound is completely healed.